Event description:
Related manufacturer reference number: 3006705815-2020-32795.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32795. It was reported that the patient began experiencing ineffective stimulation due to high impedance. It was found that the patient¿s leads had migrated and were explanted as result. The patient was implanted with a different type of lead and therapy was restored post-operative.